Manufacturer narrative:
(B)(4). It was reported that at the time of mesh implantation the patient underwent the concurrent procedure of hysterectomy.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was also reported that the patient underwent a gynecological procedure on (B)(6)2012 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui and cystocele. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, dyspareunia, and vaginal scarring. (B)(4).